Manufacturer narrative:
D4: lot number is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the suction port observed to be cracked the day after it was placed. The above suction port can still be used. A slip tip syringe was used at all times. Event occurred at hospital while in use with patient.

Manufacturer narrative:
H3: the device was received for evaluation. A lot history review could not be conducted because no lot number(s) was/were identified. Visual and functional tests were performed, which found confirmed the cracked suction port. There was no known cause of the crack, and no further action was taken.